Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The first clip delivery system referenced in b5 is filed under a separate medwatch report.

Event description:
This is filed to report the steerable guide catheter (sgc) leak. It was reported that this was a mitraclip procedure performed to treat mitral regurgitation with a mitral regurgitation grade of 4+. During unpackaging of the first clip delivery system (cds), it was noted that the pouch not be sealed. The device was not used and was replaced. One clip was implanted successfully reducing mr to 1+. While removing the cds under aspiration, air entered the syringe/tubing. There was no blood returning in the guide lumen. Aspiration was performed. It was confirmed that the sgc was appropriately centered in the left atrium, the clip introducer was securely engaged in the end of sgc and the 3-way connector was tight. The cds and sgc were simultaneously removed from the left atrium and replaced. A second clip was successfully deployed and mr was reduced to 1+. Following the case, the first sgc was prepped again, and it was noted that the sgc held column; however, fluid was coming out around the insertion of the sgc into the box. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the steerable guide catheter (sgc) was returned and the reported sgc leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. The returned device analysis was unable to confirm a leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.